Event description:
Philips received a complaint on the heartstart xl indicating that device failed to measure values during self-test. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to normal use after replacing the ECG lead by customer. Based on the information available and the testing conducted, the cause of the reported problem was ECG lead set. The reported problem was confirmed.